Event description:
A physician reported that following an intraocular lens (iol) implant procedure,residual refractive error, toric was located at 10 degrees (originally calculated axis was 172). Patient was having astigmatism and it resolved. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).